Event description:
Additional information was received that the device was reprogrammed to resolve the event.

Event description:
Additional information was received that the noise resulted in over-sensing and there was suspected lead damage but it was not confirmed.

Event description:
During a follow-up, there was noise observed on the right ventricular (rv) lead. No intervention has been completed at this time. The patient is stable.